Event description:
It was reported (B)(6) 2011 patient hospitalized due to lead conductor fracture rv, also inappropriate shock. No further information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).